Event description:
It was reported this event involved a left subclavian insertion in 2006 without event. After the third day in use, the dr noted the catheter was leaking at the lower side of the connector, as a result, the physician removed the catheter three days later. As a result, another arrow multi-lumen catheter was inserted right subclavian without event. There were no pt complications reported.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.